Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurses station (cns) was stuck in a boot loop after inserting the usb drive, they were using to download a copy of the system settings. Technical support had them swap the hdds and verify that it was plugged into the correct com port, but the issue persisted. Similar issues with this cns were reported on 300313483 and 300342469. No patient harm was reported. Investigation summary: the reported device was sent in for evaluation and repair. The reported issue was not duplicated. Upon evaluation from the nihon kohden repair center (nk rc), the unit booted up and loaded into the cns application normally on hdd1. As such, a definitive root cause could not be determined. But based on nk rc's findings of an error message on hdd2 (led code 42), they found that the hdd needed a software degrade. Repair center re-imaged the hdd with software 02-22 and calibrated the touchscreen. To resolve the issue an exchanged unit (pu-681ra, sn: (B)(6)) was successfully shipped to the customer. The customer stated they replaced the hard drives and rebooted the cns to resolve the issue. Issues with startup and bootup errors, including "network service disconnected" and "monitor network service disconnect," may arise from issues with the uninterruptible power supply (ups) including damage to the cord, device, or the area surrounding the ups plug, malfunction of the hdd components, (which may cause freezing at the bios or registration screen), issues with improper software registrations, malfunction of the wall ports, and improper seating of connection cables. A serial number review of the reported device (pu-681ra, sn:(B)(6)) shows that there are additional related complaints for boot looping. Nk will continue to monitor and trend for similar complaints. The following fields contain no information (ni), as an attempt to obtain the information was made, but not provided: attempt # 1: 12/18/2023 emailed the bme for all items in the no information list. The bme replied that none of the requested information can be provided.

Event description:
The biomedical engineer (bme) reported that the central nurses station (cns) was stuck in a boot loop after inserting the usb drive, they were using to download a copy of the system settings. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurses station (cns) was stuck in a boot loop after inserting a usb to copy over the system settings. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurses station (cns) was stuck in a boot loop after inserting a usb to copy over the system settings. Technical support had them swap the hdds and verify that it was plugged into the correct com port, but the issue persisted. Similar issues with this cns were reported on (B)(6). The bme will send the cns in for an exchange. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: 12/18/2023 emailed the bme for all items under the no information list. The bme replied that none of the requested information can be provided.